Event description:
It was reported that when the patient turned the system off they received ¿strong surging stimulation.¿ it was noted that they tried to change from unipolar to bipolar but the patient still reported the surge. The patient had complained of this for a ¿couple of weeks.¿ the impedance were checked and deemed okay. There were no groups or interleaving. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was further reported, the patient did not experience a ¿surge¿ when the amplitude was increased. It was stated, the patient was reset to an interleaving setting that used a narrower pulse width amplitude on both settings which resulted in resolved numbness in their arm. It was noted, the patient was shown how to use the patient programmer to gradually increase or decrease the amplitude by 0.4v both up and down.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a shocking or jolting sensation. It was noted the patient did not have distal tremor control. It was further noted the patient implantable neurostimulator (ins) was replaced in 2012. The reporter stated the patient had a "110 v" shocking feeling when they turn the ins on or off with the patient programmer. The reporter stated the shocking feeling occurred when the ins was interrogated by the clinician programmer and during impedance measurements. It was noted the patient's shocking feeling did not happen with normal titration of parameters during the session. It was further noted that when the patient's stimulation was turned down from 3.2v to 2.6v, the shocking was not as bad. The reporter stated the patient had a metallic taste in their mouth when that happened. The reporter further stated that the patient's tremor was initially controlled post programming, but that only lasts 3-5 days. It was noted that impedances on contact 0/2 were 4461 ohms and 4166 ohms on contact 3. It was noted the patient was programmed at 3.2v, 90 pulse width, 140 hz, and contacts c+ and 1-. It was further noted the manufacturing representative was meeting with the patient and their healthcare professional.